Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was originally implanted with an ovation main body, extender, and three (3) iliac limbs on (B)(6) 2018. During a follow-up non-con CT scan, a type 1a endoleak was observed. Endologix became aware of a complaint against our device on (B)(6) 2018. The patient is doing well, and a follow-up contrast CT scan is planned for 2 months from now.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: intra-operative type ia endoleak. The complaint is most likely user related (off-label); case planning was performed with non-contrasted CT which most likely is the contributing factor for this event. Additionally there was evidence to reasonably support infolding of the first sealing ring. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be in a stable condition and will be on surveillance. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4). Additional information: (B)(4).